Event description:
It was reported via email by an affiliate that in 2/2002 "pt operated (laparoscopy) for adhesiotomy using ultracision devices. Moreover appendicetomy and resection of meckel diverticulum. Administration of intergel." In 2002 "the pt was operated again for reoccurrence of bowel occlusion using laparoscopy converted in laparotomy. Resection of 10 cm of 'heum'. Adhesiotomy. Washing with ringer lactate solution." A subsequent email from the affiliate clarified that the pt underwent the original procedure for large ahesion syndrome, a very long appendix turned upwards, and small intestine diverticulosis. It also clarified that upon re-operation, fluid was drained. Other findings were "adhesion syndrome with messenterium granulomoatose flogosys"